Manufacturer narrative:
Age or date of birth, sex, weight, ethnicity: unknown/ not provided. Date of event: date article was accepted: (B)(6) 2019. Catalog: unknown/ not provided. Serial number: unknown/ not provided. Expiration date: unknown/ not provided. UDI number: UDI number is unknown, as the serial number was not provided. Phone no: unknown/ not provided. Device manufacture date: unknown, as the serial number was not provided. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed because the serial number of the complaint product is unknown. Since the serial number is unknown, the complaint history review could not be performed. Conclusion: since the sample of the complaint product was not returned, and serial number is unknown, it is not possible to determine a malfunction and/or product quality deficiency. A copy of the article is provided with this report. C. L. Moser et al. (2020) prophylactic intracameral cefazolin and postoperative topical moxifloxacin after cataract surgery: endophthalmitis risk reduction and safety results in a 16-year study. Graefe's archive for clinical and experimental ophthalmology (2019) (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: prophylactic intracameral cefazolin and postoperative topical moxifloxacin after cataract surgery: endophthalmitis risk reduction and safety results in a 16-year study. A large retrospective observational study was done to describe the evolution of the rates of postoperative endophthalmitis in cataract surgery in a 16-year period, and to assess the relative contribution of both topical moxifloxacin and intracameral cefazolin to the reduction of the incidence of acute endophthalmitis in cataract surgery. A total of (B)(4) surgeries were included in the study. Phacoemulsification with intraocular lens implantation was performed in all the patients included in this study. Venturi (millenium, accurus, later dorc) or peristaltic (signature; infinity whitestar) phacoemulsification units were used. In period 1, postoperative endophthalmitis (n=25), leading to a cumulative incidence of 0.422% (95% ci 0.279¿0.613%). Three fungal cases of endophthalmitis were diagnosed. When the three cases of fungal endophthalmitis were eliminated from the analysis, the cumulative incidence was 0.371% (95% ci 0.239¿0.552%). In period 2, endophthalmitis (n=10). The corresponding cumulative incidence of endophthalmitis was 0.04284% in this second period (95% ci 0.02175¿0.07601%). In period 3, endophthalmitis (n=1). The corresponding cumulative incidence was 0.003744% (95% ci 0.000468¿0.01862%). There are no indications in the article of any interventions provided. It is not clear if these complications occurred in the eyes performed with jnj device or the other product. There are no indications in the article of any interventions provided. A copy of the article is provided with this report.